Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/07/2016 with the following findings: investigation revealed a crack in the battery compartment. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
The pump was returned for investigation. Investigation revealed a crack in the battery compartment. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 12/07/2016.